Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia, bleeding, and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Although it was reported that the patient had developed arrhythmia before lvad implant, this document also lists arrhythmia as a potential postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5- corrected to (B)(6) 2017. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 20217 the patient was experiencing right heart failure, and major bleeding from the mediastinum. The site of bleeding was identified as the thoracic wall and pump pocket. An arrest of the hemorrhage was performed and the bleeding stopped. The patient's right heart failure was considered to be caused by increased output following implantation. The patient was noted to have decreased cardiac index which required implantation of a right ventricular assist device (rvad). The patient was implanted with the rvad until (B)(6) 2018. The patient was administered with cardiotonic and oral medication and then the rvad was explanted. The patient had been experiencing arrhythmia prior to lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient was experiencing persistent ventricular arrhythmia. The patient was treated with medication and direct-current cardioversion. There was no causal correlation with the device. On (B)(6) 2021 the patient was experiencing right heart failure, and major bleeding from the mediastinum. The patient treatment included transfusion of more than 16 units of red cell concentrate per 24 hours. The patient was on heparin and aspirin at the time of the event. The cause of bleeding was over-anticoagulation. The patient had a peripheral edema.